Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the white foreign material was residing inside the auxiliary water channel. The material might not have been removed because the user possibly could not perform reprocessing properly due to leakage from the electrical connector guide pin, distal end, and distal sheath. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material at the jet tube which resulted in it becoming clogged. There were no reports of patient involvement.